Manufacturer narrative:
Device evaluation & resolution and disposition: device evaluation: the unit was received at the international service center. On (B)(6) 2017 the technician reviewed the diagnostic event log and confirmed occurrence of report of blower stalled. Run-in was performed with the unit's condition same as when it arrived at service center, but no abnormality was confirmed. The unit was disassembled and visual inspection was performed on the inside but there was no abnormality. Functional testing and check on each sensor, etc. Were performed, but there was no abnormality and all the result were within specification. Resolution and disposition: it was determined that there was no issue in the unit and the unit was in normal condition. Performed each alarm test, flow line cleaning, ground terminal cleaning, each part checked, run in tests and software check (ver.2.10). Unit was checked overall, run in tests then no abnormality was confirmed.

Event description:
The international customer reported occurrence of blower stalled. The v60 ventilator shut down and restarted automatically. The unit (B)(4) was removed from the patient and replaced with a second v60 unit (B)(4) to continue patient therapy. On the next day, the manufacturer's sales representative visited the hospital and confirmed the reported blower stalled occurrence in the diagnostic event log. Unit was being used on a patient at the time the reported issue occurred. There was no adverse patient effect.